Event description:
Philips received a complaint from the customer on the v60 indicating that during device testing, when the patient circuit is attached with test lung, a proximal line disconnect alarms at turn on. The customer is requesting bench repair. It was reported there was no patient involvement at the time the issue was discovered. Bench repair evaluated the device and confirmed that the device is getting a proximal line disconnected alarm. Bench found disconnected proximal tubing inside the device. Bench reconnected the proximal tubing to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.